Manufacturer narrative:
G4: 04sep2020. B4: 08sep2020. Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported a touchscreen failure. The touchscreen will not calibrate. There was no patient involvement.